Event description:
Boston scientific received information that during a routine device interrogation they were unable to interrogate this implantable cardioverter defibrillator (ICD). The device had been implanted past its minimum expected longevity. Subsequently it was explanted for reported normal battery depletion.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the labeled longevity calculation could not be performed due to the no telemetry condition and there was no memory dump to attain the information needed to perform the calculations. This device was implanted for ten years which far exceeds the normal life span of this device. It was determined that the cause of the inability to establish telemetry was due to a depleted battery. Visual inspection noted that traces on the flex circuitry were inadvertently cut during case removal process thus no further analysis could be performed. It could not be ascertained if the hybrid exhibited signs high current due device being damaged during analysis.